Event description:
It was reported to baxter (B) (4) that the reservoir of a basal/bolus infusor had ruptured during filling. The device was being filled with droperidol, buprenorphine hydrochloride and saline. There was no patient involvement. No additional information is available.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details regarding this event were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided regarding this device/event and no device was returned for evaluation. A device history record review is currently in process.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), a response was received, however, no information was provided. The device history record (DHR) review was completed on 11/25/2009, and there was no nonconformance found related to this event.